Event description:
Account reports leaking and separation of the injection port of the top injection site with ivpb needles. States after several insertions of the needle, the port will "weaken and pull off". No patient injury reported.